Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 2.0 mmol/l, 7.6 mmol/l and 3.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the provided meter serial number was deemed invalid. A valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle lite meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and freestyle lite meters, no tripped trends were observed. Dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the freestyle test strips, and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle test strips, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 2.0 mmol/l, 7.6 mmol/l and 3.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.